Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a dislodged c-style retaining ring on the grip ring. The retaining ring was found dislodged at the proximal end. This causes the jaws not to operate properly, leading to instrument failure during initialization. Additional observation related to the customer complaint: the instrument was found to fail during initialization. The instrument was place on an in-house system and failed initialization on 3 of 3 attempts. The system displayed a self-test failed error along with error code 22026. The dislodged c-style retaining ring on the grip ring was likely causing failure during initialization. The probable root cause is attributed to the placement of the retaining ring over the snap ring spreader. Improper/incomplete seating of the retaining ring in the groove on the clamping pulley can result in the retaining ring coming off loose.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument did not work. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.